Event description:
Information received from the field notes that the patient came into the pacer clinic complaining of discomfort for over a period of ten days. An ECG recording indicated no output and a ventricular escape rate of approximately 35 bpm. There was no magnet response and the device could not be interrogated.